Event description:
Procedure: gastrectomy. According to the reporter: they pulled the tube from the esophagus and confirmed the center rod came out. After, even though they could not confirm the plastic tubing coming out, they cut the suture. They pulled the center rod repeatedly, but the plastic collar did not come out. The anvil disengaged and they had difficulty connecting the anvil with device. The procedure was converted to an open surgery. There was additional esophagus tissue resection. The anastomosis was completed by hand sawing. There was an extension in operating time of more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).